Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a primary audible alarm bgnd test. The device was visually inspected and there were no damages. A visual inspection was performed and the reported issue was confirmed per the event history. The probable cause of the reported issue was due to the main board. As a result, the main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a primarily audible alarm. During physical inspection, it was found that there was a primarily audible alarm bgnd test in the event history log. There was no patient involvement, no injury was reported.